Event description:
The following was reported to gore: on (B)(6) 2012, patient underwent an unknown endovascular procedure utilizing a gore® excluder® aaa endoprosthesis (trunk ipsilateral leg c3 and iliac extender). On (B)(6) 2023, the field sales associate (fsa) was informed by the physician that there is a patient who has a type 1a endoleak as the trunk ipsilateral stent graft appears to be about 22mm from the renal arteries. In addition, the CT scan showed that the patient has contrast outside the left limb (contrast leaking out of the graft), which is the iliac extender as the iliac artery has expanded around the limb, however it does not appear to be filling the sac. The physician plans to put an aortic extender (cuff) in and land up to the renals by extending proximally from the trunk ipsilateral stent graft. Patient is going to be monitored. Physician believes the endoleak occurred because the graft is 22mm down from the renal arteries and a reintervention will be needed but no date for reintervention has been decided.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement, endoleak and endoprosthesis or delivery system: component migration. H3: other: imaging evaluation summary. The imaging evaluation performed by a clinical imaging specialist showed the following: post-implant cta submitted for evaluation. Images show the proximal end of the device ~ 23 mm distal to the right main renal. Unable to confirm migration with only one timepoint to review. There is a lack of wall apposition at the proximal end of the device. Contrast is not visualized outside of the device on the proximal end on the arterial phase. There is a lack of wall apposition at the distal end of the device in the lci. Contrast is visible outside of the device at the distal end of the device on the arterial phase but does not appear to communicate with the aneurysm sac. There is contrast seen outside of the device on the arterial and delay phases, more visible on delay phase. There are patent lumbars and patent ima that communicate with contrast in the sac, findings consistent with a type ii endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.